Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was in the 100s mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.